Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's buttons were unresponsive on their infuslin pump. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.